Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had cracked display window corner, scratched lcd window, broken belt clip and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading was 242 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.